Manufacturer narrative:
H6: investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. It was reported that there was a current leakage-device disruption (error code:7). During the procedure, leakage current was detected on the patient interface unit (piu) rl input. A second catheter was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. Current leakage error was displayed due to a signal loss issue. The signal interference (noise/loss) observed on all ECG (bs + ic) channels. The signal interference (noise/loss) observed: carto® and recording system. A. ECG/EKG signal was not available for the physician to monitor the patient¿s heart rhythm (such as defibrillator, anesthesia monitor, etc.). During the signal interference/loss, the affected catheter was inside the patient¿s body. The investigation was completed on (B)(6) 2021. An analysis was performed on the pictures that were provided by the customer. According to 2 pictures provided by customer, "leakage current" was observed on carto 3 screen. The customer complaint was confirmed based on the pictures received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, carto 3 testing and electrical evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smarttouch ujnidirectional. Carto3 and electrical testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no electrical issues were detected during the analysis. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: perform the following to determine if the problem was caused by one of the catheters or their extension cables, by the body surface ECG cable, or by the patient interface unit (piu): immediately disconnect body surface ECG cable and all catheter extension cables from the piu. Press acknowledge in the caution window, to enable ablation through the piu. If the error persists, shut down the piu and contact biosense webster service and support department. If the error message has disappeared, reconnect the body surface ECG cable and catheters, one by one, until catheter or cable causing the leakage is identified. Replace the faulty item. The event described could not be confirmed as the as the device performed without any electrical issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on (B)(6) 2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and there was no signal available for the physician to monitor the patient¿s heart rhythm. Initially it was reported that there was a current leakage-device disruption (error code:7). During the procedure, leakage current was detected on the patient interface unit (piu) rl input. A second catheter was used to complete the procedure. There was no adverse event reported on patient. The current leakage-device disruption issue was assessed as not MDR reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. Additional information was received on the event on (B)(6) 2021. Current leakage error was displayed due to a signal loss issue. The signal interference (noise/loss) observed on all ECG (bs + ic) channels. The signal interference (noise/loss) observed: carto® and recording system. A. ECG/EKG signal was not available for the physician to monitor the patient¿s heart rhythm (such as defibrillator, anesthesia monitor, etc.). During the signal interference/loss, the affected catheter was inside the patient¿s body. The additional information provided stating that there was no signal available for the physician to monitor the patient¿s heart rhythm was assessed as a MDR reportable malfunction. The awareness date for this reportable malfunction is (B)(6) 2021.